Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, minor scratched lcd window and bleeding on lcd glass.(B)(4)

Event description:
It was reported of cracks near the battery compartment. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.